Manufacturer narrative:
Report source: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that the patient was a cashier and when they were around a magnet that desensitizes/demagnetizes sensor they notice stimulation drop to 0 ma. The patient was replaced from a different device on (B)(6) 2019. The healthcare professional (hcp) did not see any periods of the implantable neurostimulator (ins) being off from the tablet reports and the patient had adaptive stimulation turned on. The reporter mentioned that the nurses do most of the programming and they may not have set up adaptive stimulation on groups yet.